Event description:
Information received with return of the explanted device notes that a few hours post-implant, an output anomaly and intermittent loss of capture were noted. The patient was returned to surgery and another lead was placed. This did not solve the problem. Subsequently, the pulse generator was replaced and normal function resumed.